Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had periods of very uncomfortable jolts and sometimes continuous pain. There were a couple of times where the pain was so bad that they screamed out. They felt like they were on a farm and was holding an electric fence. They noted that the pain came over the stimulator and it was tender. There were no falls or trauma related, but it was related to positional movements. They noted that it usually came at bed time. They would be laying in bed for an hour when it would happen. They stated that, if they pushed over the skin, they would feel like they got a volt again. Turning the stimulation off stopped the sensation. They noted that they turned it off for a couple of days and didn't get the shocks, but turned it on the day prior to the report. They were seeing a physician's assistant on the day following the report and a doctor on (B)(6) 2017. They noted that they also felt foggy from anesthesia. They also noted that they always lay on their right side. They had a lumbar stenosis and scoliosis, so they used a walker, regularly. They were on program four and didn't know how they got there. At the time of the report, they were on program 3 at 0.9 v, noting that it wasn't comfortable if it was up very high, so they never had it over 1.0 volts. If they had it up too high, they had trouble getting out of the chair and down the hallway.